Event description:
It was reported that a 6f angio-seal vip was deployed. The patient returned to the hospital with complaints of a red lump where the angio-seal was deployed. The patient was admitted to the hospital with symptoms of a slight discharge and redness from the groin but was afebrile and no hematoma was present. The patient was placed on medication of fluclox and the rash has lessened. The medical chart notes state that the event is most likely due to a fungal rash. The patient is recovering under observation with no further consequences.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the manufacturing traveler. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.